Event description:
Boston scientific received information that twelve days post implant, the patient with this right ventricular lead and device (altrua s606 sn (B)(4)) experienced a syncopal episode and was transferred to a hospital for treatment. Interrogation revealed a bradycardia heart rate. In addition, this right ventricular lead displayed loss of capture. Lead dislodgement was suspected. A temporary pacemaker was placed. A lead revision was performed. This lead was removed and replaced with an active fixation lead. No adverse patient effects were reported.

Event description:
- -

Manufacturer narrative:
According to available informaion, no return of this lead is intended. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
- -